Event description:
Pt admitted with cold skin, a bladder temperature of 88.8 degrees f, o2 sats in 80's, and pulses that could not be detected by doppler. Blood pressure was supported by dopamine and dobutrex. The warming blanket was applied for 4 1/2 hrs until the bladder temperature increased to 98.1 degrees f. At this time bp 85/29, p 50, and the right dorsalis pedal pulse was absent although the other pedal pulses could be detected by doppler. A large blister was noted on the left foot and the lower leg appeared red. Skin graft subsequently required.